Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received during a follow up with the customer on (B)(6) 2017 that the pump had been able to be turned back on. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump into a toilet. Subsequently, the pump shut off and was unable to be turned on. The pump was left to charge for an hour however remained unresponsive. Customer reported blood glucose (bg) level was 220 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer stated they experienced an elevated bg level that morning of 400 (mg/dl). The customer stated the elevated bg level was from overeating ice cream immediately prior to going to bed. A manual injection was delivered to address bg level.